Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer pfo occluder implantation were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation/flutter, arterial hypertension, diabetes mellitus, dyslipidemia, history of syncope, smoking, chronic obstructive pulmonary disease, chronic kidney disease, stroke, transient ischemic attack, peripheral embolic event, and decompression illness. Complications reported included pericardial effusion, atrial fibrillation, air embolism, bleeding, transient ischemic attack, stroke, thrombus, pulmonary embolism, device embolism, device thrombus, and residual shunt. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: comparative effectiveness of devices for interventional patent foramen ovale closure: insights from a 23-year monocentric analysis

Event description:
The article, "comparative effectiveness of devices for interventional patent foramen ovale closure: insights from a 23-year monocentric analysis", was reviewed. The article presented a retrospective, single center study to contribute valuable data to inform clinical decision-making, evaluate the efficacy of newer occluder devices, and optimize patient care. Devices included in the study were occlutech pfo occluder (n = 106), amplatzer pfo occluder (n = 227), gore septal occluder (n = 296), and cardia pfo-star (n = 87). The article concluded that patent foramen ovale (pfo) closure is a safe and effective method for preventing recurrent strokes, with high success rates and varying specific complication profiles, depending on the device. Further long-term studies are needed to evaluate newer devices and optimize patient outcomes. [The primary and corresponding author was farbod sedaghat-hamedani, department of internal medicine iii, heidelberg university, 69120 heidelberg, germany, with corresponding email: farbod.sedaghat-hamedani@med.uni-heidelberg.de]. The time frame of the study was from january 2000 to february 2023. A total of 716 patients were included in the study, of which 227 (31.7%) received an abbott device. The average age was 50.6 years and the majority gender was female. Comorbidities included atrial fibrillation/flutter, arterial hypertension, diabetes mellitus, dyslipidemia, history of syncope, smoking, chronic obstructive pulmonary disease, chronic kidney disease, stroke, transient ischemic attack, peripheral embolic event, and decompression illness.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: comparative effectiveness of devices for interventional patent foramen ovale closure: insights from a 23-year monocentric analysis.